Manufacturer narrative:
As reported, hemostasis was not achieved after use of a 6f/7f mynx control vascular closure device (vcd), and a hematoma occurred. Hemostasis was achieved using another mynx device. There was no additional reported patient injury. No damages were found on the device or device packaging prior to opening, and the device was stored and prepped in accordance with the instructions for use (IFU). The deployer was experienced and in training with the mynx device. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found in the open position, with a syringe returned detached from the unit. The sealant was present in its manufactured position. Regarding the sealant sleeve conditions, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed, along with an inflation/deflation functional test of the balloon. The unit worked as intended, deploying the sealant and allowing the balloon to be inflated and deflated as expected, with subsequent balloon retraction observed. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant-inability to achieve hemostasis¿ and subsequent ¿hematoma¿ were not observed through analysis of the returned device since the deployment mechanism had not been initiated and no other issues were noted. The exact cause of the issues experienced by the customer could not be determined during analysis. Based on the information available review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user, especially since the device condition did not match the event description. It was reported that the mynx control device was used on the patient; however, the device was received with button 1 not depressed and the sealant in its manufactured position with no other damages noted. Procedural/handling factors likely contributed to the issue experienced by the user, especially since there were no issues noted during functional analysis when deploying the sealant. According to the IFU, which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after use of a 6f/7f mynx control vascular closure device (vcd), and a hematoma occurred. The same type of device was used again but differently. There was no additional reported patient injury. No damages were found on the device or device packaging prior to opening, and the device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after use of a 6f/7f mynx control vascular closure device (vcd), and a hematoma occurred. Hemostasis was achieved using another mynx device. There was no additional reported patient injury. No damages were found on the device or device packaging prior to opening, and the device was stored and prepped in accordance with the instructions for use (IFU). The deployer was experienced and in training with the mynx device. The device will be returned for evaluation.